Manufacturer narrative:
The insulin pump was received with pump received with cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The device had normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No display anomaly noted during testing.

Event description:
The customer reported via phone call that the insulin pump had 6 cracks on the screen making it difficult to read the display. Blood glucose at the time of the incident is unknown. The customer mentioned that her blood glucose levels had been running over 200 mg/dl. Troubleshooting was performed. The customer indicated that the device had been dropped in the past. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.